Manufacturer narrative:
Additional info received indicated that the customer's blood glucose level was impacted; however, the exact level was not available. The product has not been received for eval. Should additional info be received a supplemental form will be completed. T:slim user guide indicates the cartridge is contraindicated for use with products other than humalog and novolog.

Event description:
It was requested by the contact that tandem technical support review the customer's t:connect history. The history indicated that the customer experienced multiple occlusion alarms and after the alarm, the customer would resume insulin delivery until the alarm occurred again. Reportedly, apidra insulin was used. The contact indicated that the customer would be contacted and the occlusions would be discussed.